Manufacturer narrative:
This report is based in part on device return and analysis (right atrial lead). If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however outer insulation breached cut; full lead returned and analyzed. (B)(4): inner insulation breached and blood noted on helix mechanism; full lead returned and analyzed.

Event description:
It was reported that the right atrial lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up with the physician's office determined that during device changeout due to eri (elective replacement indicator), both the right atrial and ventricular leads were noted to be deteriorating and so were explanted and replaced. No patient complications have been reported as a result of this event.